Event description:
When the flow module was connected to the pump system console, the module did not function. The characteristic smell of burned electrical components was observed. No adverse consequences to the patient resulted from this event.